Manufacturer narrative:
A ge service rep performed an on site investigation. The handle was tightened and the high voltage cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4) 06/16/2009.

Event description:
It was reported that the 9800 system would track to maximum technique, and there was no image. Also there was a loose handle. No pt injury was reported.